Manufacturer narrative:
The device was available from the hospital for evaluation; an engineering device evaluation was performed on the returned product. The retractor control cable was found looped and captured in the tissue mold and the helix coil was elongated. A review of the DHR indicates the materials and assembly process were to specifications and passed all final testing criteria. The root cause of the failure could not be determined. (B)(4). There is no reported patient injury; however, if the failure were to recur, it may require intervention to prevent serious injury.

Event description:
After deploying two sets of fasteners in one location and moving to a second location, the user reported the helical retractor "felt loose" and "didn't feel right" and made an unsuccessful attempt to engage tissue. Upon visual inspection by the user, it was observed the helix was protruding 90-degrees from the distal end of the tissue mold. An attempt to straighten the helix using the endoscope was unsuccessful. The user subsequently attempted to straighten the helix using the endoscope grasper but was unsuccessful. After the unsuccessful attempts, the endoscope grasper was used to cover the helix to safely remove the device. A secondary r2005 device was used to successfully complete the procedure. There is no reported patient injury.